Manufacturer narrative:
Updated fields:b4,g3,g6,h2,h6(type of investigation, investigation findings,component code,conclusion),h11 the fse replaced the pneumatic module assy and functionally tested the unit without any further failures or issues. Safety, calibration, and functionality checks were performed to factory specifications.

Event description:
N/a.

Event description:
It was reported by the getinge fse that during pm the cardiosave hybrid intra-aortic balloon pump (iabp) had dry blood inside pim port. There is no patient involved reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: e1 (initial reporter).

Event description:
N/a.